Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.

Event description:
The reporter, the patient's father, reported that on (B)(6) 2011, the patient obtained elevated blood glucose readings of 500 mg/dl and 'hi mg/dl' (greater than 600 mg/dl). During the night of (B)(6) 2011, the patient experienced symptoms of 'not feeling well' and frequent urination, and had small urinary ketones. At 5 am on (B)(6) 2011, the patient took a bolus correction using the pump; afterwards her blood glucose level was 'greater than 600 mg/dl'. The patient then took a correction using a syringe, and her blood glucose levels dropped. The patient did not seek any medical attention. Troubleshooting revealed that the patient's technique was correct, the cannula was not bent, there were no air bubbles in the cannula or cartridge, the patient was appropriately handling the insulin, and all pump settings were correct. The patient's basal 24 hour total is programmed to be 30.175 units. During the troubleshooting telephone call, the customer service representative determined the total basal delivered on (B)(6) 2011 was 23.6 units. The bolus totals were correct.